Event description:
It was reported that the device issue was unknown/ not provided. This device was removed from service a few years ago and was replaced with a new device. Due to the need for additional devices customer would like to have this device checked for recalls and made operational. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Upon visual inspection the service technician noted that they replaced fluid ingress bezel, replaced cracked rear case and replaced left/right corroded iui. Not affected by r043 recall. Based on the findings, service determined that the proximate cause of the reported issue was due to fluid ingress/contamination of the bezel assembly. A review of the device history record showed the device had a manufacture date of 19 jun 2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device issue was unknown/ not provided. This device was removed from service a few years ago and was replaced with a new device. Due to the need for additional devices customer would like to have this device checked for recalls and made operational. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced fluid ingress bezel, replaced cracxked rear case and replaced left/right corroded iui. Not affected by r043 recall. A review of the device history record showed the device had a manufacture date of 19 jun 2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to fluid ingress/contamination of the bezel assembly. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iuis, ca-2014-0605 for bezel fluid ingress.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device issue was unknown/ not provided. This device was removed from service a few years ago and was replaced with a new device. Due to the need for additional devices customer would like to have this device checked for recalls and made operational. No additional information was provided. There was no reported patient involvement.